Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the extension on the right side was exposed, although there was no pus. The pt didn't feel uncomfortable. The extension was replaced on (B)(6) 2010. Additional info has been requested; a f/u report will be submitted if additional info becomes available.